Event description:
It was reported that the fluid escaped from the battery and battery box, damaging components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fluid escaped from the battery and battery box, damaging components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the batteries had swollen and fluid leaked out of the batteries onto the control board. Customer performed evaluation.